Event description:
It was reported that post ablation there is intermittent oversensing of noise on the atrial channel. It was also noted that the right atrial (ra) lead impedance measurements fluctuate. At implant the impedance was 350 ohms and now it ranges from 270-425 ohms. At this time the clinic has opted to monitor the patient this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).